Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the fluid pressure was to extrapolation/powerful. No patient harm or surgery delay.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The manufacturer contact name has been updated as (B)(4). Contact phone number and email address have been updated accordingly. The device was received at the service center and evaluated. This was part of a trial and there were no issues identified with the unit per bw. It is part of a kit and there testing has not presented any defects. The root cause for the issue is undetermined. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.